Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. The customer continued to use the pump for insulin therapy. Additionally, the battery would not charge. The customer left the pump charging and ultimately began charging. No impact to the customer's blood glucose.